Manufacturer narrative:
The referenced previous percutaneous lead replacement was reported under medwatch MFR report #2916596-2015-01167. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 1 month. The patient remains ongoing on lvad support. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported that the pump stopped for a few seconds on (B)(6) 2016. At the time of the event the patient reported feeling diaphoretic and dizzy. The symptoms resolved once the pump restarted. The patient was admitted and maintained on an ungrounded power module patient cable or battery power without any further pump stoppages. X-ray images of the percutaneous line did not show any conclusive evidence of shield breakage. The manufacturer's technical services representative reported that there appeared to be a suspect area internal to the patient, but it was not confirmed. On (B)(6) 2016, technical services performed a percutaneous lead evaluation. No broken wires were found. An external percutaneous lead repair was performed without any issues. The patient was then placed on a grounded power module patient cable with no issue following the repair. The patient was discharged home on (B)(6) 2016. On (B)(6) 2016, the patient reported a pump stoppage that lasted for several minutes while at home on battery power. At the time of the event, the patient reported feeling diaphoretic and dizzy, but the symptoms resolved once the pump restarted. The patient was admitted to the ICU and the system controller was replaced. The manufacturer's technical services representative reviewed the provided log file and observed one speed drop below the low speed limit, but no pump stoppage events were recorded. The patient is listed as status 1a on the heart transplant list. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) cut approximately 4.5 inches from the pump housing and 6 inches of the distal portion of the lead was also returned. It was noted that a 20 inch section of the lead from the percutaneous lead replacement was previously returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and the outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was returned over the outflow graft, but disconnected from the graft attachment. Analysis of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood contacting surfaces were examined under a microscope and no anomalies were observed. Each lead segment was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, metal braided shield, and the materials from the previous percutaneous lead replacement were carefully removed in order to evaluate the underlying wires. Visual examination of the 6 inch portion of the lead revealed breaches to the insulation of the green and yellow wires approximately 2.5 inches from one of the cut ends. Breaches to the red and orange wires were also observed approximately 3 inches from the same cut end of this lead segment. The green and yellow wires redundantly support motor phase 1, while the red and orange wires redundantly support motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remaining segments of the lead were then submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the green, yellow, red, or orange wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the alarms and pump stoppage events that were confirmed through the analysis of the submitted log file. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power.

Event description:
Additional information: a patient outcome information was received on 04/13/2016 indicating that the patient received a heart transplant on (B)(6) 2016